Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was half blacked out and the other half visible. Additionally, multiple malfunction alarms occurred. Customer's blood glucose level was 105 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.